Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional tests included accuracy testing. Delivery accuracy testing found the pumps average delivery error to be within the published specification of +/-6%. Based on the evidence, the complaint was unable to be confirmed.

Event description:
It was reported that a patient presented to the clinic for fluorouracil ambulatory infusion pump disconnect near the end of the drug. It was found that drug was still present in the cadd® cadd-legacy® plus pump reservoir. The patient only received about 466 mg out of 5300 mg. Patient did not report anything unusual. The product issue did no cause or contribute to patient injury. The event was resolved.